Event description:
A site rep reported that while in a cranial procedure, the surgeon was unable to do stealth merge using mach cranial. The site confirmed to a medtronic technical services rep that they had the mr and CT selected, one as the reference and one as the working. When confirming if auto merge was complete, the surgeon stated she could not see the exams, one exam has fiducials and one does not. The surgeon declined further trouble-shooting and decided to use the mr for surgery. The surgeon completed the procedure with the use of the stealthstation treon guidance system. There was no impact on pt outcome.

Manufacturer narrative:
Pt info not available from site at this time. Device MFR date not available at the time of this report. Medtronic rep at the site was unable to replicate the issue. Software has not been evaluated as of the date of this report.